Manufacturer narrative:
Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1090 ohms.

Event description:
It was reported that the pump was explanted and returned for analysis. The patient had a new pump implanted and was doing fine and had no complications. No further information was available.